Manufacturer narrative:
The cse inspected the device and found bps battery cable not securely fastened. The cse reseat and secure the cable. The unit passed extended self testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.